Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. It is alleged that the fracture is due to an accident, however without medical records and knowing the nature of the accident, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00109. This product was previously reported under the incorrect manufacturer number of 0001825034-2021-00110 on 20 jan 2021.

Event description:
It was reported that the patient underwent a revision procedure of the stem and plate as a result of an unknown accident causing the patient's hip to shatter. Attempts have been made and additional information on the reported event is unavailable at this time.